Event description:
It was reported that a plug driver was returned to the warehouse with a broken tip. There is no surgical or patient information available at this time.

Manufacturer narrative:
This report is relaying additional information. Inspection: the returned item matches information listed in the complaint file. Visual inspection reveals that the tip of the driver is fractured. The complaint is confirmed. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause: tip fracture or stripping of the plug driver can often occur when the driver is over torqued or when force is applied off-axis. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a plug driver was returned to the warehouse with a broken tip. There is no surgical or patient information available at this time.